Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime alarms. It was noted that the loss of prime alarms had occurred with more than three cartridges and at least two cartridges were from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple loss of prime warnings associated with both zero, and low, non-zero forces. During testing, the pump was powered on and emitted a cs 127 call service alarm that could not be cleared. Adequate investigation of the loss of prime complaint could not be completed due to the unrelated, recurring alarm. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.